Event description:
Per report of picu nurses one month old infant received 28cc of vecuronium in 20 mins via baxter syringe pump rather than planned dose of 0.8 mg/hr due to pump malfunction. Pump actually set to deliver 2.8cc/min. However, upon researching the pump, hosp has found that the pump functioned properly. Pump had been labeled externally for pediatric use. However, in some unknown setting, the rate was changed from mg/hr to ml/min. Upon review with baxter rep, hosp has found that the same code is embedded in all pumps and that anyone who knows the code can change any pump. Infant was on a ventilator and had no adverse sequelae. Hosp has surveyed all staff to determine who has learned the code for these pumps at this facility or anywhere else.